Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer states that one patient sample generated an axsym vancomycin ii assay result of 0.00 ug/ml. The sample retested at 19.9 and 20.1 ug/ml. No suspect results were reported from the lab. There is no reported impact to patient management.

Manufacturer narrative:
(B)(4). The axsym plus analyzer ((B)(4)) generated an initial vancomycin patient result of 0.00 ug/ml with an ll error code (low extreme value). There was no adverse impact to patient management due to the inconsistent vancomycin result with the ll flag. The local service and support organization informed the customer that all values <3.00 ug/ml should be retested, and the analyzer was performing per specifications since an ll error was generated with the 0.00 ug/ml patient sample result. The complaint text notes the customer was in agreement with this information. The axsym system operation manual (list no. 9a26-06) and the vancomycin ii package insert ((B)(4)) contain information to address the customer's issue. An evaluation of the service history of this analyzer found no additional incidents of axsym (B)(4) generating inconsistent results since the customer was educated on verifying sample integrity prior to sample analysis, and reviewing sample results with test result flags. The present evaluation determined that the most probable cause of the inconsistent vancomycin patient result of 0.00 ug/ml with ll error generation was an error occurring during sampling due to a sample integrity issue. The actual cause of the suspect vancomycin patient result could not be determined with the information available. Based on the available information and this evaluation, no deficiency was identified for the axsym plus g refurb analyzer list no. 07a83-85 related to the issue under investigation. A malfunction of the axsym analyzer was identified. The level ii investigation indicated a discrepant vancomycin sample result of 0.00 with ll error generation was most likely caused by a sample integrity issue. The actual cause of the 0.00 result generation could not be determined with the available information.